Event description:
It was reported that a patient experienced a ventral hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown and was not a pre-existing condition prior to the start of pd therapy. Eight days prior to the receipt of this report, the patient was hospitalized for the event. The patient underwent a surgical procedure to repair the hernia. Dianeal and extraneal therapies remained ongoing. The following day, the patient was discharged from the hospital. At the time of this event, the patient is recovering. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The device history task revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of the event was reported as an unknown date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.